Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer was treated with bolus. Customer's blood glucose at time of incident was 512 mg/dl and current blood glucose was 246 mg/dl. Customer sensor reading was 48mg/dl and drank some milk and sensor kept saying low. Insulin delivery was suspended due to sensor glucose values which triggered the suspend. Suspend before low limit in sensor settings at 80. Customer woke up at 512 due to insulin delivery being suspended. Customer change sensor. Customer declined troubleshoot for high blood level and treated. Advised sending replacement sensor. The product was returned for analysis.